Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown.

Event description:
Patient reported "late seroma, encapsulation, symptoms of pain and fluid causing inflammation". This record is for the left side. Device remains implanted and is unknown if it will be returned.